Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. A transseptal puncture was performed. The patient¿s blood pressure was in the 170s and there was a baseline effusion at the start of the procedure. Shortly after mapping with the ablation catheter, there was a drop in blood pressure to the 90s that led to the discovery of the pericardial effusion. The pericardial effusion was confirmed by intracardiac echocardiography (ice), and the effusion was confirmed to be larger than it was at the start of the procedure. Patient underwent pericardiocentesis. The patient's outcome was fully recovered with no extended hospital stay. The physician's opinion on the cause was the patient's condition. Ablation was performed prior to noting the effusion and no evidence of steam pop. Correct settings were used, devices were operating, and no error messages were observed on biosense webster equipment during the procedure.